Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the video system center had no picture in picture (pip) image present. The issue was found during unspecified procedure of the device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h2, h4, h6, h11 the customer contacted olympus technical assistance support (tac) via phone. Customer reported no pip (picture in picture) image present. Location is using a universal endoscopic ultrasound center with processor. Gray pip ((picture in picture) image present on monitor. Contact needs password to access settings. The customer informed tac of the event. The device will not be returned to olympus for evaluation. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the complaint was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.